Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had experienced beep anomaly as well as had blank display. The customer¿s blood glucose level was 250 mg/dl. The customer states the pump will not turn on doing nothing but making a high pitch beep, tried changing battery and it did not work. The customer performed self-test and noticed unable to do so went down a different path and the pump started to beep again. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.